Event description:
It was reported that the pump displayed a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur, and customer was advised that the pump could continue to be used, which the customer acknowledged and understood.